Event description:
(B)(6) - it was reported by the consumer that the m51 power wheelchair tipped forward during the transition in and out of the loaner unit. Additionally she reported that allegedly she was getting bruises from the chair, but was unable to explain how and what part of the unit could have done it. No medical attention was sought. Should we receive additional information, this file will be reviewed, and a supplemental report will be submitted.